Manufacturer narrative:
Correction - please refer g1 reporting contact. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
Revision due to infection.

Event description:
Revision due to infection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.